Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): 010000589 (66168111). Associated product information: 110031399 (66469769), 110031424 (66058433). The customer has indicated that the product will not be returned to zimmer biomet for investigation as the hospital discarded it. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent revision surgery for a dislodged glenosphere approximately three (3) months after initial implantation. The surgeon noted that the inferior glenoid bone may not have been adequately reshaped, preventing the glenosphere from seating completely. The excess bone was removed to fit new glenosphere and humeral baseplate components. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. Correction: upon reassessment of the reported event, it was determined to be not reportable as this device did not contribute to the reported event. The initial report was submitted in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.